Event description:
This lead was implanted on (B)(6) 2002 and remains implanted at this time. A call to technical services placed on 10/04/201 3 states that patient is scheduled for an ra lead revision because of noise on ra lead. Ra impedance is also >2000 ohms. There was some inappropriate mode switching in past. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)